Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of short v-v intervals. Also, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing when pressure was applied to the implantable pulse generator (ipg) device area. Both leads remain in use. No patient complications have been reported as a result of this event.